Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13216. It was reported that the patient presented to the hospital experiencing pericardial effusion. It was noted that the patient had a perforation, but it is unknown if the atrial or right ventricular lead was the cause of the perforation. A pericardial window procedure was performed and the leads were repositioned (B)(6) 2020. The patient was in stable condition afterwards.